Event description:
Reportable based on device analysis completed on 23feb2024. It was reported that an imaging issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure upon pullback, it was noted that the image went dark. The procedure was completed by using another of the same device. There were no patient complications reported. However, returned device analysis revealed that the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached. Visual inspection revealed an imaging core windup with broken drive cable which began at 135.6 cm from the distal end of the connector shaft. Impedance analysis revealed that the device had an electrical open 20-30 cm at distal end of the catheter.